Event description:
Ongoing pain and issues for 10 years now since had the adiana procedure done. Had a partial hysterectomy due to bleeding after procedure was performed. Fast forward to (B)(6) 2019 having exploratory surgery to figure out cause of chronic pain. Found what were 2 metal coils lodged in between my bladder and cervix. These would be the essure coils. Not only was there medical malpractice for implanting something totally different in me and for the fact I have had nothing but health issues since. Luckily the metal coils did not perforate my bladder. Do you have a picture of the product? Yes. FDA safety report ID# (B)(4).